Event description:
Age-related osteoporosis without current pathological fracture. Pt advised that the pen needles are bruising her and she had smaller needles from her dr. Reported to (B)(6) by pt/caregiver.